Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) limited documentation. The patient refused to provide further information. The patient confirmed that the alleged meter inaccuracy began on (B)(6) 2018 at 8.55 am when she obtained alleged inaccurate blood glucose reading of ¿96, 120, 88 mg/dl¿, with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient was unwilling to provide any information related to her diabetes management regimen or if she made any changes to her usual medication in response to the alleged issue. The patient reported developing symptoms of feeling ¿sweating and lightheaded¿ at an unspecified time after the alleged issue began. It was not reported if the patient received any treatment for the symptoms. During troubleshooting, the csr documented that the unit of measure was set correctly on the subject meter and an approved sample site had been used to obtain the blood samples. Replacement products have been sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.